Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital for follow-up, decrease in r-wave amplitude and an increase in pacing threshold was observed. Hv impedance was within normal range. Trend of r-wave sensing and hv impedance was not stable. Cross-talk in real time was noted on v channel. Screw of the lead tip was found to be retracted on x-ray. Lead re-positioning was unsuccessful, so the lead was explanted and replaced. All electrical parameters were stable with new lead. Patient's condition was good at the end of the procedure.